Event description:
The explanting facility reported that the generator was available for return. The generator was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Event description:
It was reported by the neurosurgeon's office that the patient came into the clinic on (B)(6) 2012 complaining of sharp pains in the chest and neck that occur about three to four times per week. The surgeon thought it may be related to the vns lead at the time. The patient was scheduled for generator replacement with possible lead replacement at that time. X-rays were taken of the patient's vns system for review by the manufacturer. Film a/p and lateral views of the neck and chest were received and reviewed on (B)(6) 2012. The generator was seen in the left chest. The placement was normal, and the filter feedthrough wires appeared to be intact and the connector pin appeared past the connector block. The lead was routed upwards to the left side of the neck. The lead wires appeared to be twisted and kinked in the chest area which formed sharp angles in the lead wire. No lead discontinuities were seen in the visible portions of the lead. Based on the x-ray images provided, there is no clear cause for the patient's pain in the chest and neck. However, it may be likely that the twisted and kinked lead wires in the chest are a result of patient manipulation which may be causing the pain. A micro-fracture that cannot be seen in the images provided or a break in the portion of the lead which could not be assessed cannot be ruled out as a casual factor. Attempts for additional information from the treating ent and neurosurgeon have been unsuccessful to date. The patient had surgery on (B)(6) 2012, however attempts for return of the generator and lead have been unsuccessful to date.

Event description:
The company representative followed up with the replacement facility, however the patient's explanted generator and lead were not available for return to the manufacturer.

Event description:
Analysis of the generator was completed on (B)(4) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.